Manufacturer narrative:
The evaluation of the device identified a malfunction of the battery. The customer refused to replace battery.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The field service engineer (fse) while servicing the device found a defibrillator issue. There was no reported patient or user involvement and no adverse patient/user impact.